Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 409 mg/dl. The customer treated with manual injections. The customer had symptoms such as not feeling well. The customer stated that they inserted the infusion in abdomen above the belly button. The customer removed the site and stated that the cannula was slightly bent. The customer was advised to change the set and call back to troubleshoot.